Event description:
It was reported that the implantable cardiac defibrillator (ICD), right ventricular (rv) lead, left ventricular lead (lv), and the right atrial (ra) lead were explanted and replaced as a result of a system infection. The patient treated with intravenous antibiotic therapy and no additional consequences were reported.